Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, the distal femur was burred successfully but the real intelligence robotic drill stopped spinning part way through burring the tibia. When the orange foot pedal was pressed it sounded like the bur was spinning but it wasn't. The procedure was resumed, after a non-significant delay, changing to a manual procedure. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. The bur did not spin during the kpc test. A tka case was attempted but was unsuccessful due to a "communication error" message that prevented the completion of the tka case. Significant amount of debris inside the housing, the copper wires that connect to the thermistor are unconnected. Continuity passed, and pins on the exposure motor are in working order. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230, rev g) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a broken brown thermistor wire. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.